Manufacturer narrative:
Batch review performed on 05 december 2024. Lot 187554: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-hinge 02.07.0034rp patella resurfacing size 2 (k090988) lot 2104573: (B)(4) items manufactured and released on 08-jun-2021. Expiration date: 2026-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient had pain due to a torn mcl that was caused from falling. The surgeon revised the femoral component, tibial tray, and insert. The surgery was completed successfully. On (B)(6) 2024, the patient had pain due to patella tracking issues and the cause is unknown. The surgeon revised all components, and the surgery was completed successfully. The patella resurfacing was implanted during the primary surgery.